Event description:
It was reported that the head end caster has become damaged as a result of the wheel nut coming loose. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Wheel.